Event description:
The facility representative reported inaccurate delivery rate during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of the inaccurate delivery rate was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.